Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address patellar pain due to bony impingement and/or loose implant at the cement to implant interface, manufacturer is unknown. Patella found to be loose with significant scarring and fibrous tissue as well as bony impingement. A larger patella was placed along with excision of tissues around patella and tendon. No instruments were broken.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.